Event description:
In 2007, a patient underwent repair of an abdominal aortic aneurysm using the gore excluder aaa endoprosthesis. Post-operatively, the patient presented with an ischemic limb of the trunk ipsilateral leg component. A second procedure was successfully performed the following month to remove the blockage from the limb and place a smart stent. The patient is reported to be doing well.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: device pxc141200 was also used in this procedure.